Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, p-wave amp variation and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood. The reported events of loss of capture and p-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that low p waves and no capture at maximum output was observed on the right atrial (ra) lead. The ra lead was found to have dislodged. Attempts to re-position the ra lead were unsuccessful as the helix was unable to extend fully and the physician was not confident the lead would hold its position. The ra lead was therefore explanted and replaced. Testing on the new ra lead was normal. The patient was stable before, during, and after the procedure.